Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to the customer's blood glucose. Customer declined to return pump for investigation. No additional information was provided.